Manufacturer narrative:
(B)(4). A used sample was received for evaluation. A visual inspection was performed with the naked eye and a microscope; a damaged patient connector was noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal test was performed with no issues noted. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The sample was received and an evaluation of the device is currently being performed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a transfer set would not lock tightly with the titanium adapter. After the transfer set was replaced, the problem was resolved. No allegation was made against the titanium adapter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.